Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: coding update based on additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The causes or contributing factors for the event were not identified. It was clarified that the "mesh wire" refers to the stent mesh. The patient's baseline condition (tici, nihss, etc.) Is unknown. The patient's post-thrombectomy condition was normal. The device was prepared as indicated in the IFU. The procedure was completed after another stent was used instead. There was no damage noticed upon opening the packaging. It is unknown if any prep was performed prior to the damage being seen.

Event description:
Additional information was received. The operator reported mesh fracture of the stent.

Manufacturer narrative:
B5: additional information added to event summary. H2/h6: the correct fdm/fdr/fdc codes were updated and applied. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a solitaire fr stent that was found damaged. The patient was undergoing surgery for treatment of a intracranial thrombectomy. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was an hour and a half. It was reported that during the procedure, after the operator opened the sfr-6-30 stent, it was found that the tail end of the stent was bent and the mesh wires were fractured, making it unusable. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.